Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's memory wasn't working too well and that they had told the caller they'd gone to get an MRI scan but forgot to tell the MRI people that they had the implant so they just got the scan. Caller asked the patient "did you feel anything?" And the patient replied "yeah, just a little vibration." The caller did not know what type of stimulator the patient had and whether or not it was a bladder or bowel stimulator, but declined to provide the patient's last name and stated "it was private," so patient services did not attempt to ask any further identifying questions to the caller. Caller stated they didn't know when it happened either. Caller stated they had told the patient they were calling patient services today so they would ask patient services what to do about the situation and ask if the MRI could have caused damage, destroyed the device or turned the ins off "or what". Patient services reviewed MRI considerations with the caller and reviewed with the caller that the patient should follow up with their managing health care provider (hcp) about the situation to check the implanted system. Caller stated they didn't know much else but commented that the patient was "pretty fine now." Documented reported event. No further action was taken by patient services.